Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right artery in a 59-year-old female patient presenting in society for cardiovascular angiography & interventions (scai) stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: coronary artery bypass graft (CABG). While the patient was in the intensive care unit (ICU), one unit of cryoprecipitate and three units of packed red blood cells (prbcs) were given post-operatively. Surgical related bleeding noted in the chest tubes. Systemic anticoagulation was held. There was no allegation against the impella. After three days on support, the device was successfully weaned. The post-procedure outcome is survived at explant. While on support, the device functioned as intended at p-5 at 3.2l/min with d5w sodium bicarbonate in the purge solution. High-risk surgeries require intense blood thinners, increasing the risk of bleeding. Bleeding is also a known risk due to the impella's anticoagulation and purge requirements. The device was discarded.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the bleeding at the access site was not determined due to insufficient clinical details.